Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted, one in the left common femoral artery (lcfa) and one in the right common femoral artery (rcfa) using the perclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomies were 6fr. Reportedly, the needle of the proglide device failed to deploy in the lcfa and in the rcfa. Two additional proglide devices were used for successful suture placement using the perclose technique in the lcfa and rcfa. The sheath was upsized to 16fr in the lcfa and a 12fr in the rcfa and the aaa procedure was completed. Hemostasis was achieved in the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the perclose technique. No additional information was provided.